Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07517, 07531 & 07538.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Subsequently, patient was noted to have uncontrollable muscle spasms and pain requiring visit to ER 16 days post-implantation. No additional patient consequences were reported.